Event description:
Reporter alleged, the pt obtained a blood glucose result of 80 mg/dl before food was consumed, as compared to result of 200 mg/dl after food was consumed on the sensor system. No exact timeframe between testing was reported. Reporter stated, pt experienced hypoglycemic symptoms when taking out the garbage and was taken to the emergency room and treated, type of treatment not provided. No further details of the incident were provided. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Event occurred in another country.